Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intra-operatively, that as the sheath was advanced further into the patient, it became kinked. This caused the lead passing through the lumen of the sheath to become kinked as well. The implanting physician elected to remove the lead and replace it with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.